Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 failed and was not detected on bus. The user tried hard rebooting the machine, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height pocket b1 can¿t be recovered. A field service engineer (fse) had reseated and cleaned the retractor band and rowboard cable, but the issue persisted. The fse replaced the retractor band, but the entire row b continued to fail. The fse then replaced the rowboard tray, rebooted the unit, and ran the firmware updates. The system functioned as intended after the field service engineer repaired the device.